Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone connected a cutter driver was returned inside the previously opened hawkone box which indicated lot 0010097314 and empty cutter driver box which indicated lot 0010075733. A green non-medtronic sheath was included. It should be noted an empty non-medtronic pouch was included which showed the fractured/detached tip of the hawkone inside. The green non-medtronic sheath was inspected. The approximate working length was 14cm. At approximately 3.5cm from the distal tip of the sheath, outer diameter was bent and compressed. The distal tip was inspected under microscope and found the tip appeared to be cut with a sharp instrument. Horizontal lines at the edge of the sheath may indicate the sheath was squeezed with a hemostatic clamp. A 0.035" guidewire was loaded through the sheath to ensure there was no stuck components possible related to the hawkone device inside. No stuck components were found. The distal assembly was fractured off at the area proximal area where the laser drilled coils initiate, distal to the anchor pockets. The fractured off portion of the hawkone distal assembly was approximately 6cm long. Dried blood was observed throughout the exterior and within the housing. It was observed the platinum iridium coils were stretched out proximally, outside of the tecothane coating. The tecothane remained intact an no damage to the tecothane was observed. The holes at the area of the anchor pockets was present. No damage to the guidewire tubing of the device was observed. A 0.014" guidewire was back loaded the lumen in order to verify there was no tears on the gw tubing which may have not been visible. The proximal segment of the returned hawkone found the cutter as advanced outside the housing by approximately 0.5cm. No damages or anomalies were observed to the exposed cutter assembly or drive shaft. The radial fracture was ductile in nature. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that he atherectomy system broke off from the catheter when removing from patient. The atherectomy piece broke off inside the sheath.